Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking the following information was received by the initial reporter with the following verbatim: patient's tpn pump began alarming air in line, door was opened and found large amount of air bubbles in chamber, found to have leak in tpn tubing at the top of the pump segment.

Manufacturer narrative:
The customer reported air in line and a leak in the upper fitment of the pump segment on material 2432-0007 and 22095502. The customer provided photos of the incident, and the complaint is verified. There is a sample for investigation as well, and upon visual examination, the complaint was also verified. There is a small pinhole in the upper fitment of pumping segment. The root cause for the incident is potential user error. This issue can sometimes be seen from pump segment loading techniques. A member of our clinical team will be reaching out. Device history record review for model 2432-0007 lot number 22095502 was performed. The search showed that a total of (B)(4) lot number was built on 21sep2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.